Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified vessel below the knee. A 1.5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation. When pressure was applied with an inflator, the balloon did not inflate and when the negative pressure was applied, back-flow of blood was observed. It was noted that the balloon ruptured before inflation. The procedure was completed with another of the same device. There were no patient complications reported.